Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient's freedom onboard battery did not fully charge.

Manufacturer narrative:
Review of the system management (smbus) data revealed that the battery had no permanent faults. The onboard battery successfully passed all sections of the evaluation procedure. The customer-reported issue was not able to be confirmed or reproduced. The onboard battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4696 follow-up report 1.